Event description:
The child had very high fever, was hospitalized for a couple of days and was diagnosed with meningitis. Prior the event the user was hearing fine, afterwards stopped hearing. After waiting for improvement, the user was re-implanted on (b)(6) 2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.